Event description:
Patient has nonischemic "emp." He received ICD in 2006 for primary prophylaxis - sprint fidelis - medtronic lead. He presented with ICD storm due to lead fracture.

Event description:
Patient has nonischemic "emp." He received ICD in 2006 for primary prophylaxis - sprint fidelis - medtronic lead. He presented with ICD storm due to lead fracture.